Event description:
The facility's biomed reported an infusion pump with an 550 failure code. The failure occurred when the device was powered on. The biomed stated they have no record of any pt incident involving the pump since the last baxter service event.